Event description:
2.9mm full radius resector being used for ankle arthroscopy. Metal shavings noted during procedure. Resector removed immediately and exchanged for another. Joint flushed with saline irrigation intraop.